Event description:
It was reported during a da vinci-assisted ventral hernia ipom procedure, the force bipolar instrument cables failed/ sprung out during procedure in patient¿s abdomen. The instrument would not fit through cannula after the site fired the instrument (firings were successful) but the instrument could not be removed while clamped on tissue. The surgeon pulled on the cannula with the instrument after cutting the tissue with the monopolar curved scissor instrument. The surgeon intended to remove the tissue during the ventral hernia. The site replaced the instrument and completed the procedure as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up and confirmed that the instrument cables were broken and protruded, preventing the instrument from moving through the cannula. The instrument and cannula were both removed to prevent any fragments falling into the patient. The surgeon took an x-ray of the patient and confirmed there were no fallen fragments that fell inside the patient. The instrument did not appear to have any missing or loose components. The ¿removed tissue¿ was confirmed to be fatty tissue in which the surgeon intended to remove in the course of the ventral hernia procedure. On 17-mar-2022, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: " patient was brought to the surgical suite for the intended procedure. Force bipolar was used for the procedure. While in use. The team noted that the tip of the device would not straighten. Device was changed for another one and the procedure was done without any further incident. No patient harm. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Surgical coordinator processed device and handed it to materials management for return. What was the original intended procedure? : robotic-assisted laparoscopic recurrent incarcerated ventral incisional hernia repair with mesh. Partial omentectomy. Extensive lysis of adhesions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and performed a device evaluation. Failure analysis confirmed the reported issue. Failure analysis found the primary failure of dislodged conductor wire to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the force amp pulley at the distal end. The instrument was placed and driven on the in-house system and a loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube when the grips were articulated in a grip-open position. However, when the grips were articulated in a grip-closed position, the conductor wire returns back into its normal position. The instrument was tested for energy delivery on an in-house system. Energy was delivered during multiple attempts without any issues and the electrical continuity test passed. The root cause is attributed to a component failure. For clarification, the instrument was placed and removed through the cannula on the in-house system without any issues and did not get stuck during multiple attempts. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end at the force amp pulley. No material missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure. The instrument was found to have several mechanical indentations/burrs at the grip tips. The root cause of mechanical indentations/burrs instrument grips -tips is typically attributed to the mishandling/misuse, such as collisions with other instruments or sharp objects. A review of the site's complaint history does not show any additional complaints related to this product. A review of the device logs for the force bipolar (part# 471405-06 / lot-sequence# k11210927-0046) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2022 on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the dislodged wire. Failure analysis identified the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 31-mar-2022, intuitive surgical, inc. (Isi) obtained the following information from the clinical quality coordinator: she stated the event date was 17-feb-2022. Per a review of the logs, the force bipolar was last used on (B)(6) 2022.